Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small part grey silicone tip of one side of the jaws became removed. Nothing fell in the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/10/2020. An investigation was conducted on 02/04/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed. The flexible shaft was observed to be bent at the center of the shaft. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small part grey silicone tip of one side of the jaws became removed. Nothing fell in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.